Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event(s) of abdominal pain, fullness, sob and spontaneous bacterial peritonitis warranting hospitalization and antibiotic administration. The etiology for the event(s) of sob, abdominal pain, fullness and spontaneous bacterial peritonitis are unknown. There is a no documentation or evidence indicating a causal relationship between the liberty select cycler and the adverse event(s) of cardiac arrhythmia and subsequent death. The etiology of the cardiac arrhythmia and subsequent death is unknown. Therefore, based on the information available, causality cannot be determined. The liberty select cycler was not returned to the manufacturer for product investigation; therefore, there is no objective evidence that supports the liberty select cycler malfunctioned and/or caused or contributed to the adverse event(s).

Event description:
A peritoneal dialysis nurse (pdrn) for a (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had coded on (B)(6) 2018. The pdrn reported the patient was experiencing draining difficulty and abdominal pain on (B)(6) 2018. The pdrn advised the patient¿s contact to use an antibiotic kit, however it was unavailable. The pdrn advised the patient¿s contact to take the patient to the emergency room (ER) where the patient presented with continued complaints of abdominal pain. A pd effluent fluid cell count revealed an elevated white blood cell (wbc) count of 585, and a positive gram stain with rare gram positive cocci (genus and species unknown). The patient was diagnosed with spontaneous bacterial peritonitis, and was given an initial dose of intraperitoneal (ip) vancomycin 2 g and gentamycin 66 mg, and subsequently discharged on (B)(6) 2018. A post discharge follow up by the pdrn was conducted. It was further reported that the pdrn was contacted by the patient¿s contact due to the patient having difficulty with manual draining, feeling full, shortness of breath (sob), and continued abdominal pain. The pdrn instructed the patient to continue to perform pd therapy, as fluid removal was necessary, and to call back if the symptoms persisted. The patient¿s contact reported to the pdrn that despite continuing pd treatment, the patient was still short of breath and feeling full. The patient¿s contact was advised to take the patient back to the ER for an evaluation. The emergency medical services (ems) was called on scene, however the patient¿s symptoms were relieved by the performance of a stat drain to remove the abdominal fluid. Ems noted that the patient was stable and did not need to go to ER and the patient was scheduled to visit their outpatient dialysis clinic the following morning on (B)(6) 2018. While the patient was waiting to be seen in the clinic at 9:45 am, the patient became unresponsive. Chest compressions were initiated by the clinic staff and an automated external defibrillator (AED) was applied. Ems was contacted and arrived at approximately 9:50 am. The patient was transported to the ER via ems. Upon arrival to the ER, the patient received at least 90 minutes of continuous cardiopulmonary resuscitation (CPR), multiple shocks for ventricular fibrillation (v-fib), epinephrine, lidocaine, amiodarone, calcium, and bicarbonate without success, and the patient subsequently expired on (B)(6) 2018 at 11:05 am.